Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and power managemet board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The power management board was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.